Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). The reported phenomenon which the instrument channel port of the subject device was bent could not confirm and duplicate. But it was found that the venting connector of the subject device was misalignment due deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the instrument channel port of the subject device was bent at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not identify the root cause of the reported phenomenon. [Consideration: probable cause] since an excessive external force was applied to the venting connector of the subject device, there was a possibility that the venting connector may rotate, but it was not possible to determine the cause of the excessive external force applied to the venting connector. [Facts obtained from the investigation]: it was confirmed that the malfunction of the reported phenomenon from the user was "the instrument channel port of the subject device was bent". As a result of the inspection of olympus service operation repair center (sorc)sorc, it was confirmed that the venting connector of the light guide connector was misalignment. In addition, it was found that the bending rubber damage by the inspection of sorc. But it was not possible to determine whether the damage was due to stress or handling. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.